Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an a47 alarm on the insulin pump. The customer's blood glucose level was 94 mg/dl. The customer states a temp basal was not programmed before the a47 alarm. The customer was advised that the insulin pump may give an a47 alarm during normal use. The customer was advised the insulin pump is still sage to use. The customer was to call back if he ever gets that alarm again. The customer agreed.